Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on and it was exposed to moisture. Customer stated that she got a replace battery alert, went to change battery and it never turned on no harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with high sleep current due to moisture damaged electronic assembly. No blank display noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.